Event description:
I was due for my aimovig injection and I cleaned the area out with alcohol wipe let it dry then squeezed my right thigh placed the injection, after the click I count to 5 then removed the pen and placed it in a sharps container. Then I placed a bandaid on my thigh. Later that evening it felt itchy and I noticed the redness. The next day it had bubbled up. Looked like hives, but then as the day went on, the more itchy it got and more bubbles filled with clear fluids. Sent message to my doctor and surgeon because I had surgery on monday (B)(6). They both said to take a steroid to help with the reaction. Ref report: mw5116806.